Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm volbella with lidocaine in the upper lip, lower lip and fine line glabellar area. Two days later, the patient was also injected with juvéderm volift with lidocaine to the marionettes and juvéderm volbella with lidocaine to the tear trough. About two months later, the patient then had a tattoo placed on the eye brow. Two days after the getting the tattoo, the patient developed swelling. The swelling progressively increased and the patient returned to the healthcare professional to be reviewed a month later. The review noted severe swelling in the tear trough, glabellar area and lips as well as tongue and oral area. There was swelling in the "general face" area and there was also a nodule on the lower lip, glabella and right marionette. Patient was also given treatment that day with prednisone and atarax. The symptoms resolved the following week. Two weeks later, the patient had developed puffiness under the eyes. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00908 ((B)(4) this is the first MDR submitted for the first suspected product, the first injection with juvéderm volbella with lidocaine.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe swelling and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...), which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended; induration or nodules at the injection site."

Event description:
Healthcare professional reported having a patient that was injected with juvéderm® volbella¿ with lidocaine in the upper lip, lower lip and fine line glabellar area. Two days later, the patient was also injected with juvéderm® volift¿ with lidocaine to the marionettes and juvéderm® volbella¿ with lidocaine to the tear trough. About two months later, the patient then had a tattoo placed on the eye brow. Two days after the getting the tattoo, the patient developed swelling. The swelling progressively increased and the patient returned to the healthcare professional to be reviewed a month later. The review noted severe swelling in the tear trough, glabellar area and lips as well as tongue and oral area. There was swelling in the "general face" area and there was also a nodule on the lower lip, glabella and right marionette. Patient was also given treatment that day with prednisone and atarax. The symptoms resolved the following week. Two weeks later, the patient had developed puffiness under the eyes. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00908 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, the first injection with juvéderm® volbella¿ with lidocaine.

Event description:
Additional information from healthcare professional reports symptoms resolved approximately 2 months after onset.